Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touch screen was intermittently unresponsive. There was no reported impact to the customers blood glucose level. Customer declined troubleshooting with tandem technical support.